Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) failed a final packaging test. There has been no allegation received against this device.